Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 6.7 mg/day) via an implantable infusion pump. It was reported that the patient was having discomfort and sensitivity in the pump pocket. It was also reported that the hcp had issues refilling the device. It was noted that the patient had a high bmi and the pump was implanted deeper than 2.5 cm on him. A pocket revision and dye study were performed. No issues were found during the dye study so the catheter remained.